Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the firing knob was broken, did it break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will it be returned with the device for analysis? If not, was it disposed of? Were there any patient consequences?

Event description:
It was reported that during a lobectomy procedure, firing knob was struck during the first firing and broken when pushed little hard.

Manufacturer narrative:
(B)(4). Batch # p57v0p. Additional information was requested, and the following was obtained: this is to inform you that firing knob was broken when it was pushed forward to fire, but knob didn¿t fall into the patient. Surgeon used another linear cutter to complete the procedure and patient was safe. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully loaded with staples and with the swing tab in the locked position. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.